Manufacturer narrative:
Device is a veterinary product. The complaint device and packaging were not returned for investigation. The pictures provided in the intake email were reviewed during investigation. The screw and the package appear to be damaged due to handling during transport or shipping. An excessive force or heavy load may have been applied/placed over the package resulting in the screw damaging the package and its threads getting stripped in the process due to contact with the other item. The complaint on the item can be confirmed based on the available information. Manufacturing record evaluation revealed no non-conformance that could have contributed to this issue. Document/specification was not reviewed as they are not relevant to the complaint condition of packaging issues. Since the device was not returned, an as-received condition and dimensional inspection could not be reviewed. Conclusion: the complaint condition can be confirmed based on the available information. However, the reported complaint condition of the device being damaged upon receipt will not be confirmed as images provided show that the device packaging was also damaged. This issue might have been due to improper handling of the item during shipping & storage. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part # vs402.058, synthes lot # h154699, supplier lot # na, release to warehouse date: 06 aug 2016, manufactured by synthes (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the screw was damaged as well as the packaging was damage where the lot# is. The screw threads at the bottom were damaged and chipped. It was discovered when taking it out of the packaging. There was no surgical delay. Another backup screw was used and surgery was completed successfully. There was no patient involvement. This report is for one (1) 4.5mm cortex screw self-tapping 58mm. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that on october 1, 2021 the screw was damaged as well as the packaging was damage where the lot# is. The screw threads at the bottom were damaged and chipped. It was discovered when taking it out of the packaging. There was no surgical delay. Another backup screw was used and surgery was completed successfully. There was no patient involvement.this report is for one (1) 4.5mm cortex screw self-tapping 58mm.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is a veterinary product. The complaint device and packaging were not returned for investigation. The pictures provided in the intake email were reviewed during investigation. The screw and the package appear to be damaged due to handling during transport or shipping. An excessive force or heavy load may have been applied/placed over the package resulting in the screw damaging the package and its threads getting stripped in the process due to contact with the other item. The complaint on the item can be confirmed based on the available information. Manufacturing record evaluation revealed no non-conformance that could have contributed to this issue. Document/specification was not reviewed as they are not relevant to the complaint condition of packaging issues. Since the device was not returned, an as-received condition and dimensional inspection could not be reviewed. Conclusion: the complaint condition can be confirmed based on the available information. However, the reported complaint condition of the device being damaged upon receipt will not be confirmed as images provided show that the device packaging was also damaged. This issue might have been due to improper handling of the item during shipping & storage. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part # vs402.058, synthes lot # h154699, supplier lot # na, release to warehouse date: 06 aug 2016, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.